Event description:
It was reported that a patient experienced nocturnal hyperglycemia while using the ilet bionic pancreas with a dexcom g7, reaching a highest glucose of 278 mg/dl for approximately 3¿4 hours, without alarms, and glucose returned to range by morning following automated corrections; infusion set and supplies were reportedly functioning, with no noted occlusions, leaks, adhesion problems, air, or recent illness, medications, or missed meal announcements. Symptoms included none, as the patient was asleep and awoke without complaints. Outcomes included no hospitalization, no medical intervention beyond device-directed corrections, and no long-term sequelae. Investigation included review of synced device and cgm data and user troubleshooting regarding infusion set, cartridge, and tubing integrity. Investigation of this case revealed no device malfunction, no component damage, and no identifiable infusion set or cartridge issue, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.